Event description:
Philips received a complaint on the heartstart mrx device indicating that the device was being used on a patient for ECG monitoring during transport, however, the guide line contact was poor and the ECG waveform could not be monitored. The hospital immediately swapped out devices. There was no reported adverse effects to the patient.

Manufacturer narrative:
Based on the information provided by customer, it was determined that the product has malfunctioned, and the cause of the reported problem was the defective ECG lead trunk cable. The issue was resolved by replacing the ECG lead trunk cable and the product is back in service.